Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 3155 joules during prostate treatment. No pt or end user injuries were reported. The procedure was completed with a second fiber.